Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced power system error. The customer's blood glucose level was unknown at the time of the incident. The customer stated that she has been traveling and been through the body scanner. The product was returned for analysis.